Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing that led to pacing inhibition. It was noted that the patient was dependent. The patient received inappropriate anti-tachycardia pacing therapy due to the oversensing. Some under-sensing was also noted. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.